Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of 3 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative c-arm before finalizing the surgery, and these placements were corrected at the very same surgery with navigation. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by these deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia prolong of ca. 30min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of three spine screws in vertebrae l4 and l5 placed with the aid of navigation deviating by ca. 9 mm cranially, is: relative movements of the vertebrae operated on (l4 and l5) during the surgery procedure in relation to the vertebra the navigation reference array was fixated to (l3), due to a non-rigid anatomical connection and the forces applied to the bones during instrumentation. A structural instability - spondylolisthesis at l4/l5 - was present in between reducing the rigidity of the spine, in addition a change of the anatomical position of the vertebrae operated on can be observed in between the pre-placement and post-placement c-arm scans from this surgery. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae in combination with not sufficiently rigid anatomical connection of the vertebra operated on. Results in relative movements of the vertebra (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the actual patient anatomy location during the placement and the registered pre-placement patient image scan displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification throughout the procedure, during the preparations and screw placements into l4/l5. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for a posterior lumbar interbody fusion (plif) of vertebrae l4 and l5, due to spondylolisthesis, with intended placement of 4 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.0. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l3. Acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Starting with left l4, used the navigated pointer to determine the screw trajectory and the navigated drill guide 3.2mm to drill into the vertebrae to create the pilot holes. Calibrated a non-brainlab tap to navigation for instrument position display and threaded the pilot holes. Placed the spine screws with a non-brainlab screwdriver also beforehand calibrated to navigation, following and into the pilot holes bilateral in l4 and l5. While performing an interbody placement without navigation at l4/l5, acquired c-arm fluoro shots (x-ray), and determined from these images that 3 screws placed in left l4, and in both sides of l5, deviated from their intended position by ca. 9mm cranially. Acquired another intra-operative c-arm scan with automatic image registration to navigation, confirmed the deviation of the 3 screws, and decided to remove them. Using this latest c-arm scan, re-placed these 3 screws to their correct position with the same navigated method as before. Completed the fusion surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): the deviation of 3 of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative c-arm before finalizing the surgery, and these placements were corrected at the very same surgery with navigation. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by these deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia prolong of ca. 30min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.